Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a bolus attempt and also alarmed low battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 188 mg/dl at the time of incident. Troubleshooting was done for motor error and alarm was able to be cleared. Customer was advised to monitor pump and call back if alarm occurs again.